Event description:
It was reported that the bd syringe plastipak 10ml s/su packaging had discoloration / variation in color / cloudy. The following information was provided by the initial reporter translated from spanish to english: syringes with primary packaging with yellow coloration are being found during manufacturing, so we are not sure that this material is in conditions to be used, because our customers do not have the confidence to use this material. Additional information received on 04nov2024. The following dates of occurrence are reported in the previous email: on (B)(6). Could you please help us fill out the table below, including the respective quantities identified with respect to the defect for each of the dates? Date: lot: quantity, pcs on (B)(6), 2290576, (B)(4), on (B)(6), 2290576, (B)(4), on (B)(6), 2290576, (B)(4). Could you share photos for batch materials 2290576?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, discoloration is observed on the packaging of the product. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, no defects or issues with discoloration on the packaging observed. Additionally, we evaluated change controls to see if there were any changes to paper and film suppliers that could result in discoloration of the material, and we found no changes. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information ¿ we noticed you continue to report different batches for the same defect from 10/28. Could you please confirm if the material is being used in-line or if you are carrying out 100% sampling? A: the material is from the line and it does not receive a 100% inspection, as the staff is conditioning it, they notice that the blister has a different color and this separates the material with the defect. ¿ additionally, please confirm if you find the defect when removing the syringes from the bd box or are the syringes being stored somewhere after removing them from the bd boxes? A: the material is not stored outside the bd boxes, it is removed from the boxes when it is going to be used for manufacturing. Additional information received on nov 19, 2024: ¿ could you please inform us what is the average manufacturing time of your batches? A: the average manufacturing time for our batches is 20 hours.